Event description:
Medtronic employee reported that this pt had a pump implanted beyond the expiration date of the product. The hcp reported the pt has had the pump implanted for three months and appears to be doing fine.